Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient provided diagnostic findings from their dental visit. In the diagnostic findings the dentist notes the patient present to the office for a periodic dental exam. Soft tissue/oral hygiene exam revealed that the patient has type 1 early periodontitis. Patient also has mal-occlusion and a 5mm open bite. Panorex shows generalized bone loss around teeth. Diagnosis for this patient is type 1 general periodontal disease, mal-occlusion and anterior open bite 5mm. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.